Event description:
Related manufacturer reference number: 2017865-2022-39907. It was reported that during a pacemaker implant post-procedure check, there was no pacing observed. Upon interrogation it was noted that the patient was ventricular sensing, but was not ventricular pacing at all. The patient's pocket was re-opened and the patient's right ventricular lead was pacing as intended when connected to a pacing system analyzer. The physician opted to explant and replace the patient's pacemaker, but a lack of ventricular pacing was still noted when the lead was connected to the new device. The lead was then explanted and replaced as well, and full ventricular pacing was confirmed. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿no pacing¿ could not be confirmed. Visual examination noted burn marks on device's can from exposure to electrosurgical cautery, which could inhibit the pulse generator operation. As received, the device battery voltage was above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.